Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the scs ipg was not able to connect to other devices and is inoperable. Surgical intervention is pending.

Event description:
Surgical intervention took place where the ipg was explanted and replaced.